Event description:
In 2007, this pt underwent a endovascular repair of an abdominal aortic aneurysm using gore excluder endoprosthesis. Upon deploying the trunk-ipsilateral leg component, a renal artery was unintentionally covered. Therefore, the physician placed a palmaz stent into the renal artery. Profusion of the artery was improved, and the pt tolerated the procedure. Additionally, there was damage to the access vessel during this procedure. This was successfully repaired using a vein patch. It is believed that the introducer sheath (brand unk) caused this damage. No other adverse events have been reported.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional devices used in this procedure.